Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's clinical manager reported via phone call of high blood glucose readings from the insulin pump. The customer is a patient who is a long time wearer of the pump, and has lost some weight. The customer is losing areas where he could put the set. The customer stated that the infusion set was not working well overnight and he checked in the morning with high blood glucose readings. The clinical manager reported that the customer had blood glucose readings of over 400 mg/dl. The customer declined to troubleshoot the pump. The customer will be sent new silhouettes. The customer was advised that if insulin was being delivered, the pump would give an alarm. Customer was advised that the pump would not be able to give alarm unless the insulin pushes though.